Event description:
Kimberly-clark received a report stating, "the doctor said the film strip is making him sweat. The sweat is dripping into the surgical site. No additional information was available." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record is pending. Two prepaid mailing labels were sent to the customer for return of the product; however, to date, the sample has not been returned to kimberly-clark for evaluation. If any additional relevant information is identified following completion of the DHR review or once samples are returned and evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned to kimberly-clark by customer for evaluation.